Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the patient reported that after an unrelated surgery in (B)(6) 2015 the patient began falling and having excruciating leg pain. The falls and pain started in (B)(6) 2015. The patient felt like they had sustained an injury in (B)(6) 2016 and they were going to have imaging including a possible MRI done the week after (B)(6) 2016. The patient had been reprogrammed by a manufacturing representative and was looking into getting a drug pump and wanted physician listings. The patient was implanted for non-malignant pain.

Manufacturer narrative:
Concomitant medical products: product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2014, product: type lead. Product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2014, product: type lead. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
A consumer whose indication for use is non-malignant pain reported that she was in the hospital due to spinal pain that had caused her to collapse and drop to the floor, the patient had not been able to get up which had happened on (B)(6) 2015. When the patient had arrived at the hospital the patient programmer was used to check the device and a call your doctor screen was seen. There was no code underneath the call your doctor symbol and it had only come up once and then the patient programmer seemed to be working fine and as normal. Further follow-up is being conducted to obtain information about steps taken to resolve the pain. If additional information is received a supplemental report will be submitted.